Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the lcsc5, used with a h2tuv, emitted noises and had no function. There was no consequence to the pt. The device was not returned.